Manufacturer narrative:
This product has not been returned to boston scientific, thus laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient is in the hospital for an unrelated condition. The health care professional (hcp) checked the patient's pacemaker prior to being discharged and there was a signal artifact monitor (sam) event recorded. The hcp stated that there was a known issue being monitored with the right atrial (ra) lead from another manufacturer. The ra lead has registered greater than 2000 ohm impedance and has occasional noise. The hcp plans to leave the minute ventilation feature and sam on, and continue to monitor. No adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated.

Manufacturer narrative:
This product has not been returned to boston scientific, thus laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
Additional information was reported indicating that the ra lead from another manufacturer, appears to be failing and is the cause to the clinical observations. No additional adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Event description:
It was reported that this patient is in the hospital for an unrelated condition. The health care professional (hcp) checked the patient's pacemaker prior to being discharged and there was a signal artifact monitor (sam) event recorded. The hcp stated that there was a known issue being monitored with the right atrial (ra) lead from another manufacturer. The ra lead has registered greater than 2000 ohm impedance and has occasional noise. The hcp plans to leave the minute ventilation feature and sam on, and continue to monitor. No adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated. Additional information was reported indicating that the ra lead from another manufacturer, appears to be failing and is the cause to the clinical observations. No additional adverse patient effects were reported. This product remains in service. Additional information was reported indicating that the pacemaker was returned from an unknown source and a device evaluation was completed.

Event description:
It was reported that this patient is in the hospital for an unrelated condition. The health care professional (hcp) checked the patient's pacemaker prior to being discharged and there was a signal artifact monitor (sam) event recorded. The hcp stated that there was a known issue being monitored with the right atrial (ra) lead from another manufacturer. The ra lead has registered greater than 2000 ohm impedance and has occasional noise. The hcp plans to leave the minute ventilation feature and sam on, and continue to monitor. No adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated.